Event description:
It was reported that "pt experienced a squeaking sound while bending over. In addition, the pt could flex his gluteus maximus and produce a clunking sound as well as impingement revealed on fluoro. Pt was revised to a 40mm "g" x3 polyethylene liner and a v40 lfit 40mm +4 head.